Event description:
Fractured catheter requiring two invasive procedures for removal: 1) excision of reservoir of central catheter; and 2) fluoro-retrieval of intravascular foreign body via right femoral vein. The central catheter could not be accessed one month following insertion; so a radiological examination (contrast study) was done. The study revealed that the catheter had been dislodged from the reservoir nipple and was now intracardiac. The inner wire of the catheter remained attached to the external port; however, the catheter had slipped over the inner wire and was intravascular with the distal tip in the right ventricle and the proximal tip overlying the region of the junction of the right subclavian and jugular veins. Upon excision of the reservoir, it was noted that the proximal end of the catheter was still attached to the reservoir with the lock in place. The central catheter had burst just beyond the nipple of the reservoir. Pt tolerated both procedures and was discharged the following day.